Event description:
It was reported that a patient experienced an arrythmia. A farawave catheter was selected for use. It was reported that the procedure was completed successfully. A 3 month follow up was conducted on (B)(6) 2025 and the 12 lead ECG recorded supraventricular premature contractions and ventricular premature contractions. A 6 month follow up was conducted on (B)(6) 2025 and the 12 lead ECG recorded sinus rhythm. A 12 month follow up was conducted on (B)(6) 2026, and the 12 lead ECG recorded supraventricular premature contractions. No further information was provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.